Manufacturer narrative:
The fiber was rec'd from distributor in the original opened tyvek pouch without the protective tubing. The fiber was evaluated under a microscope where the fiber core was noted as not uniform and had jagged edges which barely extended above the fiber buffer. The fiber buffer appeared melted in two spots near where the fiber tip was broken off. The jagged edges did not contain evidence of any mirror or hackle patterns which are consistent with fiber breaks. The jagged edges and melted buffer were likely caused by something coming in contact with the fiber tip while the fiber under fire by a connected laser. The fiber on the was connected to a test laser where it exhibited an unclear pilot beam was found to successfully transmit laser energy at a power transmission level that measured just below dornier power specifications due to the jagged edges on the end of the fiber. The fiber was bent around the designated 400 um test fixture and passed the mechanical bend radius test. The customer stated the fiber was noted to be broken off while the fiber was being used during a case. Since it is evident that a fiber tip was noted when the case started, this confirms that the fiber had a conforming tip prior to usage and the tip was broken during the procedure. Analysis of the break where the tip was likely indicated that the fiber tip had come in contact with a body structure while the fiber was connected to a laser that was under fire. The successful use of the fiber prior to the broken fiber tip being noted and the presence of a pilot beam with successful laser energy transmission indicates the fiber was capable of function as intended.

Event description:
The fiber tip was noted to be broken during a bladder stone laser case. Upon notice of the break, the laser was turned off and the fiber was removed from the scope and a new fiber was used to complete the case without incident. The tip was not found; there was no pt injury.